Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received multiple rounds of anti-tachycardia pacing (atp) therapy and multiple shocks on the same day from this cardiac resynchronization therapy defibrillator (crt-d) system. The therapy was provided due to a ventricular tachy arrhythmia. All the device therapy that was provided was appropriate and the shocks successfully converted the arrhythmia. However, on the last shock, which was delivered in reverse polarity, a corresponding high out of range shock impedance measurement of greater than 125 ohms was observed on the right ventricular (rv) channel and the device recorded an associated code 1005, which is an open circuit condition detected during the shock. Subsequently, the rv lead was surgically abandoned, the crt-d device was explanted and both products were replaced. No additional adverse patient effects were reported.